Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The pt reported in the year of 2009 his blood glucose was reading 11 mg/dl. He stated it was because he only ate a sandwich and the went bowling which causes his bg to drop. He was then hospitalized and was given a shot of glucose. He did not provide any further info regarding the hospitalization or his treatment as this event happen in 2009.